Event description:
A high readings issue was reported with the adc sensor. Customer reported receiving a reading of 269 mg/dl from their adc sensor scan but stated the reading obtained was different than what was felt and decided to call emergency services. Customer reported experiencing a loss of consciousness and, upon arrival of emergency services, a reading of 30 mg/dl was obtained on a hcp meter in comparison to the sensor scan result of 269 mg/dl. Customer was administered "a bag of glucose" for treatment of hypoglycemia and no further treatment was indicated. A sensor result of 269 mg/dl was compared to a hcp meter reading of 30 mg/dl. The results when plotted on a parkes error grid fell into the "e" zone, showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in mount properly. Extracted data from returned sensor using approved software. Removed the sensor plug and inspected the plug assembly, observed blood based liquid contamination on pcba triangle upon visual inspection of the plug assembly. Accuracy testing was performed and all results were within specification. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. Additional testing has been performed for this issue, and poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. Pqe determined the blood based liquid contamination did not have any impact on the sensors accuracy. No issues were found during testing, therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.